Manufacturer narrative:
The technician found the casters were worn from years of use. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the casters no longer hold in the brake position.